Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead tip was bent when the lead package was opened. The cause of the event was unknown. A new lead package was used. The issue was not resolved at the time of this report.

Manufacturer narrative:
Analysis of the lead found the distal tip of the lead was bent (new out of the box). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.